Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed on (B)(6) 2023 due to pain and nonunion. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, per the rep, tmc devices were implanted with non-tmc devices. It is possible that not following the direct approach recommended by tmc could have contributed to what the patient experienced. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, all hardware was removed on (B)(6)2023 due to pain and nonunion. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.